Event description:
Related manufacturing ref: 3008452825-2022-00581. During the atrial fibrillation procedure, the introducer had a fluid leak from the hemostatic valve. The device was replaced with the same issue noted. A third device was obtained, however the tip of the sheath was deformed when the transseptal puncture was performed. A fourth introducer was used to complete the procedure with no patient consequences.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.